Event description:
Reportedly, after an external dc shock, the subject pacemaker could not be interrogated. Application of the magnet seemed not working. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Reportedly, after an external dc shock, the subject pacemaker could not be interrogated. Application of the magnet seemed not working. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged most probably because of the application of the external shock.

Event description:
Reportedly, after an external dc shock, the subject pacemaker could not be interrogated. Application of the magnet seemed not working. The device was explanted and will be returned for analysis.

Event description:
Reportedly, after an external dc shock, the subject pacemaker could not be interrogated. Application of the magnet seemed not working. The device was explanted and will be returned for analysis.